Manufacturer narrative:
The complainant returned the device and an thorough investigation was completed. A simulated use test was performed, however, we could not reproduce the reported failure mode (hemolysis). Evidence suggests improper positioning was to blame, however, we cannot definitively confirm this without further objective evidence. A device history review was performed and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Manufacturer narrative:
The impella cp optical was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with an impella cp optical. During support, the patient developed hemolysis as a result of the pump's catheter being lodged within the patient's papillary muscle. There was no indication of a plasma-free hemoglobin draw to confirm hemolysis. As treatment, the device was prematurely removed, as optimal positioning could not be obtained to resolve the hemolysis.